Manufacturer narrative:
The instrument has been checked in our repair department according to the currently valid specifications. It was found that the head and the back cap had a dent. This caused the push button to stick in rubbing on chuck release causing heat up when spinning. It was also found that not certified third-party spare parts have been installed in the head during a previous repair. This means the instrument was used in a not certified condition. To avoid such issues the IFU contains already corresponding warnings and notes how to prepare and use the instrument correctly: 2.2 improper use: the improper use of the device could lead to burns or injuries. >check the technical condition before each use. >never press the push-button during operation of the device. >never use the instrument to keep the cheek, tongue or lip at a distance. >never touch soft tissue with the handpiece head or instrument cover. 2.3 technical condition: if damaged, the device or components could injure patients, users and third parties. >only operate devices or components if they show no signs of damage on the outside. >check to make sure that the device is working properly and is in satisfactory condition before each use. >have parts with sites of breakage or surface changes checked by the service personnel. >if the following defects occur, stop working and have the service personnel carry out repair work: >>malfunctions, >>damage, >>irregular running noise, >>excessive vibration, >>overheating, >>dental bur is not seated firmly in the handpiece. 2.6 service and repair: repairs, servicing and safety checks may only be performed by trained service personnel. The following persons are authorized to do this: · service technicians of kavo branches after the appropriate product training. · service technicians of kavo authorized dealers after the appropriate product training comply with the following items during all servicing work: > have the service and testing tasks carried out in accordance with the medical device operation ordinance. > following expiration of the warranty, have the tool holding system checked once a year. > have the medical device evaluated by a professional shop with regard to its cleaning, servicing and functional needs according to an in-house service interval. Define the service interval depending on the frequency of use. As a result of the use of non-kavo original spare parts during the repair, parts such as covers may become undone and injure the patient, user or other people. This may result in aspiration, swallowing of parts and possibly even a risk of suffocation. > only use spare parts that comply with the specification for repair; original manufacturer spare parts comply with the specification. Note: if a repair is done with non-original spare parts, this may constitute a product modification that leads to the loss of conformity. In the event of damage, the responsibility is with the service company or the operator.

Event description:
During the crown preparation to tooth #30 the head of the handpiece heated up and caused a burn. Some unspecified ointment was applied. No further information about the issue was supplied. No medical care necessary.